Manufacturer narrative:
Reported event is confirmed. Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, there is a piece broken within the handpiece. Performed a functional inspection, the handle spins 360 degrees. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, 60-6085-201a, vcare 200a ¿ medium was being tested pre-operatively on (B)(6) 2021 when it was reported "it was confirmed that the handle was not fixed and it was going to spin." There was no impact or injury to the patient. The procedure was completed with an unknown alternate device. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed (B)(4) reported on behalf of their customer that the device, 60-6085-201a, vcare 200a ¿ medium was being tested pre-operatively on (B)(6) 2021 when it was reported ¿it was confirmed that the handle was not fixed and it was going to spin.¿ there was no impact or injury to the patient. The procedure was completed with an unknown alternate device. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.